Manufacturer narrative:
All information reasonably known as of 10 jan 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received 8 jan 2020, the joint aspiration of the patient's knee confirmed hemarthrosis, and pressure dressings successfully stopped the oozing. However, knee pain and swelling persisted after discharge and the patient eventually underwent a total knee amputation.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 04 sep 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported via a poster at a spine intervention society conference that a (B)(6) female patient who was a poor candidate for total knee replacement due to anticoagulant therapy (warfarin), coronary artery bypass grafting, recurrent emboli, lupus, and antiphospholipid antibody syndrome had swelling and oozing at the radiofrequency ablation site two days post procedure. Effusion was confirmed with x-ray and the joint was aspirated. The patient was hospitalized for five days for pain control and then discharged to a rehabilitation facility. No further information provided.